Manufacturer narrative:
There was no patient impact or adverse outcome associated with this event, as previously stated in the initial MDR. The reported issue has been confirmed to be a device malfunction. No further clinical consequences were identified the device in question was returned to manufacturer on february 13,2026. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "image disappears during use." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).